Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was experiencing nausea, a headache, and ketones. The patient¿s cgm was reading 200 mg/dl and the bg meter was reading 500 mg/dl. The patient¿s parent treated him with insulin, changing his tandem insulin pump site, and increasing hydration. Around 11am, the patient began vomiting and the patient¿s parent called their doctor and was advised to take the patient to the ER. The family arrived to the ER at 1230pm. At this time, the cgm was reading 200 mg/dl and the bg meter reading was 528 mg/dl. The patient was diagnosed with dka. The ER removed the patient dexcom and tandem insulin pump. The patient was treated with an IV insulin drip. The patient was discharged home two days later. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.